Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25 mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 13 years, 9 months due to stenosis and regurgitation. A 26 mm transcatheter valve was implanted. Patient outcome was reported to be good. No additional details were provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. The patient was discharged home on post-operative day two. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.